Event description:
Additional information was received on (B)(6) 2012 when it was reported that they were not sure what particular screen the freeze occurred on, but they believed that it could freeze anytime. It did seem to be holding its charge. When they perform a hard reset, this seemed to help sometimes. The serial number on the handheld could not be discerned as it had worn. It was later reported that it appears that there may also be issues with the wand. They tried to use a new handheld with the wand and had the same problems. It was noted that the new handheld was much quicker than the old one. The old handheld still has not been returned to the manufacturer for product analysis to date.

Event description:
An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.an analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012 it was reported that the nurse's handheld is very temperamental and is often freezing, causing problems at the clinic. Attempts for further information are underway but no additional information has been received from the nurse to date.

Event description:
The wand was returned on (B)(6) 2013 and underwent product analysis. The reported "failure to program" allegation was confirmed. The serial data cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. (This event will be reported in the 2013 q1 asr report.) The handheld and software flashcard were returned on (B)(6) 2013 and are undergoing product analysis.